Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled lead extraction. The patient's right ventricular lead was fractured. The lead trends show that the lead impedance and capture threshold have increased since (B)(6) 2017 until the date of the procedure when the pacing lead impedance was very high and a complete loss of capture was noted. During the procedure on (B)(6) 2017, the whole system was extracted and a leadless pacing system was implanted. The patient was stable before, during and after the procedure. The patient will continue to be monitored.